Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was rebooted and the message did not reappear. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: 9733686, serial/lot #: version: 2.1.0. Logs were received and analysis was found in sw- analysis determined this issue is consistent with the following known software anomaly. Import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that  the site was setting up the system and was receiving an error stating 'error setting up task flow'. They rebooted three times and on the third reboot, the error cleared. This was reported outside of a case. Additional information noted that the most likely cause of this issue was a computer glitch at start up and the user not allowing the system to fully power down and reset before booting the system up again. After a number of attempts I was not able to duplicate the error message. The system has been used for numerous cases since this reported issue and no further error messages have appeared.